Event description:
It was reported that the pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. The customer declined to complete troubleshooting.